Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customers blood glucose level was 119 mg/dl at the time of incident. The customer reported that the critical pump error image was displayed on the screen. The customer stated that the insulin pump was not dropped nor bumped. Advised to discontinue use of the pump and recommended customer refer to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error due to moisture damage to force sensor.